Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5118863) alleging a patient death. The reporter alleges the patient began using a philips CPAP machine in 2013. The patient was diagnosed with stage IV neuroendocrine carcinoma of the lung on (B)(6) 2019. The cancer metastasized to the liver and bone. No medical interventions are specified. No patient information or reporter information has been provided.

Manufacturer narrative:
The manufacturer previously received a voluntary medwatch (mw5118863) alleging a patient death. The reporter alleges the patient began using a philips CPAP machine in 2013. The patient was diagnosed with stage IV neuroendocrine carcinoma of the lung on (B)(6) 2019. The cancer metastasized to the liver and bone. No medical interventions are specified. No patient information or reporter information has been provided. A correction was made to box e1 where the report country was mistakenly left blank. The box has been corrected to the united states. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5118863) alleging a patient death. The reporter alleges the patient began using a philips CPAP machine in 2013. The patient was diagnosed with stage IV neuroendocrine carcinoma of the lung on (B)(6) 2019. The cancer metastasized to the liver and bone. No medical interventions are specified. No patient information or reporter information has been provided. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated and box g: report source - other & 510k (rfb),box e : reporting institution name, box b: outcomes attributed to ae updated.